Event description:
Catheter inserted to remove clot from vascular access graft. Upon removal, it was noted that balloon tip was missing. Physician performed arteriogram but balloon not detected. Balloon catheter was tested by the nurse prior to use and no problems noteddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.